Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately five years ago. Aneurysm and vessel morphology from the time of implant are not available. It was reported that the patient presented for a routine follow-up approximately one month ago. Currently the vessel morphology was reported as there was disease progression with aortic neck dilatation. The aortic neck was 30 mm in diameter at the renal artery and the aortic neck was 10 mm in length. The distance from the renal artery to the bifurcation of the stent graft was 6.5 cm. The CT demonstrated that the bifurcated stent graft and a talent aortic cuff had migrated distally into the aneurysm sac with a large type I endoleak present. The talent aortic cuff was implanted on an unknown date, but post initial implantation. A 28 mm diameter aneurx aortic cuff and a 36 mm endurant aortic cuff were used to resolve the stent graft migration and endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent migration, endoleak); patient's condition affected effectiveness of device (disease progression, dilatation of the aortic neck). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression, dilatation of the aortic neck).